Manufacturer narrative:
(B)(4). A return materials authorization has been provided to the customer but the device hasn't been received at this time by carefusion. If the device is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator displayed a ventilator inoperable alarm, low peak inspiratory pressure (pip) alarm, low minute ventilation (ve) alarm, and motor fault alarm. There was no patient involvement associated with the reported event. The customer cleaned the exhalation valve, flow sensor and diaphragm; further more the customer crosschecked power supply assembly, all internal connections and replaced pneumatic tubing¿s, but it failed. The reported issue was resolved by replacing main control board (pcb).